Event description:
The consumer alleges the front of the chair collapsed while she was using the product outdoors. The consumer alleges she had a heart attack and was taken by ambulance to the hospital.

Manufacturer narrative:
Consumer contacted manufacturer alleging in 2008, they were transgressing a street and the front of their chair collapsed. This resulted in them having a heart attack and was taken by ambulance to the hospital. Alleged incident including any medical treatment is unconfirmed. Manufacturer spoke with dealer and the dealer alleges there were no injuries and he had repaired her chair. He also stated user abandoned her wheelchair at a medical center. MDR filed as a conservative measure.